Event description:
Senseonics was made aware of a serious adverse event due to hypoglycemia on (B)(6) 2022. Patient reported that the sensor glucose (sg) value was 64 mg/dl. An ambulance was called who checked the blood glucose (bg) and it was 28 mg/dl. They gave medical treatment through glucose infusion. Patient stated that she did not remember receiving the low glucose alert because she was asleep.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced data in data management system (dms) which is a glucose data cloud platform. Based on the investigation analysis, it was confirmed that the patient received a low glucose alert on (B)(6) 2022 at 4:41 am. Since the system performed as intended by asserting appropriate alert at the time of incident, no further investigation was found necessary for this complaint. An ambulance was called at the time of incident who treated the patient through glucose infusion. Patient felt fine after that. She is currently using the system and confirmed that there is a good match between bg and sg values.